Event description:
It was reported that the right ventricular lead exhibited loss of capture. The patient was asymptomatic. The device was reprogrammed and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).